Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented online via merlin.net. It was noted that the left ventricular lead impedance had risen above the upper threshold. The patient was dependent on the device. The patient was brought in for follow up in clinic where it was noted that the left ventricular lead had a fracture, no capture and increased lead impedance was confirmed. Headache was reported two days following the visit but it was unknown if this is related to the device. The patient is being monitored. The patient was stable in clinic.

Event description:
New information received notes that the patient presented in clinic on (B)(6) 2018. It was noted that the lead impedance was still failing. Reprogramming changes were made. Impedance improved significantly following the reprogramming changes. The physician elected to monitor the lead and not perform surgery as the patient had other medical conditions such as lung disease which he did not want to complicate. The patient will be monitored and was benefiting from the device.